Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin squirting out during priming. Customer's blood glucose was unknown at time of incident. Customer also reported that batteries are not lasting long as they used, has to put in multiple batteries to get it to work every time, insulin pump was slower and louder to rewind. Customer declined troubleshoot for the issue. Insulin pump will not be return for analysis.